Event description:
The pt is a male with long-standing history of lupus and deformity and arthiritis. He has a history of mrsa osteomyelitis of his 3rd metacarpal requiring surgery. He had undergone immunosuppression because of deforming lupus, which includes daily mycophenolate and prednisone. He underwent a left total hip closed reduction in 2005. He had a previous hip arthroplasty that had been dislocated. He developed pain in his left wrist and knee after discharge. Outpatient cultures showed mrsa. Because of his recent hip procedure, a tap was attempted of his left hip. No aspirate was able to be obtained. However, 10ml of fluid were installed into the hip and then aspirated, revealing grossly purulent fluid which also grew gram-positive cocci. Left knee fluid analysis demonstrated 37,000 wbc -97% polys-, the hip aspirated after saline infusion showed 206,000 wbc -100% polys-. A mo later, the pt underwent infected left total knee arthroplasty and infected revision left total hip arthroplasty. He underwent radical debridement with placement of calcium sulfate vancomycin beads for high concentration local delivery of antibiotic. Pt subsequently developed hypercalcemia, which was attributed to the calcium osteoset beads.